Event description:
Pt was post-op subarachnoid hemorrhage and had a lumbar drain placed. One day later, the molded drain broke or came apart at a y connection. This caused a cerebrospinal fluid leak and the pt developed a headache and required increased monitoring.